Manufacturer narrative:
Analysis of the lead found all conductors were broken 3.2c, from the proximal end. The outer insulation of the lead body was found to be breached due to environmental stress cracking. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual. It was reported that at a routine follow up in (B)(6) 2017 it was determined that electrode impedance was high on the right side. An x-ray was performed and it was determined that the lead was broken. The patient's main symptoms were on the opposite side and they did not notice any change in condition, so the patient refused electrode replacement surgery at that time. This year the patient's symptoms became worse and the patient had their lead replaced in (B)(6) 2018. The issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the cause was the previously reported high impedances was not determined. No further complications were reported/anticipated.